Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, prior to placing the device in the scope, the physician noted that the catheter was bent and the plastic catheter looked "serrated" or "filleted and bitten", indicating damage to the sheath at the distal end of the device. The physician completed the procedure with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was prepared for use during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, prior to placing the device in the scope, the physician noted that the catheter was bent and the plastic catheter looked "serrated" or "filleted and bitten", indicating damage to the sheath at the distal end of the device. The physician completed the procedure with another rx cytology brush. There were no patient complications as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length of the device was kinked in multiple places, and the distal 0.5 centimeters of the extrusion was found to be bent. The extrusion was also found to be torn from the distal end of the guidewire channel to the distal end of the device. The tear was through the outer wall of the guidewire lumen. The tear was jagged and 26 centimeters long. The thumbring cannula was also found to be bent slightly. A functional evaluation found that the brush was difficult to extend due to resistance from the damage to the device. It appears that during attempted use the distal end of the device came into contact with part of the scope (elevator) causing the distal end of the device to become damaged. The kinks in the working length also appear to be due to how the device was placed into the scope. The tear in the working length extrusion is most likely due to how the device was removed from the guidewire and scope causing the guidewire to tear through the distal end of the device. The most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).